Event description:
In or about 1998, the pt was implanted with a spinal fixation device. Sometime after the surgery, the pt complained of pain. Revision surgery 6 months later to replace device at which time a broken rod was discovered.